Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount of medication while administering (B)(6) to a patient (medication, initial delivery rate, and programmed amount unknown). The pump alarmed for air in line as the flush bag and line had finished infusing. The nurse changed the primary line, flush bag, and rehung the remaining chemotherapy volume at a rate of 45-cc/hr. The reporter noted that the remaining volume (400-cc) in the bag was larger than it should've been and the bag did not complete the infusion at the next due dose time. The pump was changed out to complete the infusion. It was also reported there was no patient injury.